Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the emitter would not communicate with the navigation system. The emitter details in the navigation system software showed red status. The site rebooted the navigation system without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was no known impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative, following up with the site, tested the system and was able to replicate the issue. The medtronic representative reported that after unplugging the emitter from the axiem box the axiem box communication went to green communication status. The interface window in the navigation system software indicated one drive fault value. Replacement emitter shipped to site on (B)(4) 2015. On (B)(4) 2015, a medtronic representative replaced the field generator (emitter) and performed a navigation system check-out, all areas passed. The system was reported fully functional after the replacement of the emitter. Medtronic investigation of returned suspect device finds that the field generator will not navigate. The test system shows red status with error "axiem emitter low drive error." Diagnostics shows a fault on coil #4. The reported event was confirmed to be caused by an electrical failure mode. This issue was documented in a medtronic navigation hardware anomaly tracking database.